Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown medication via an implantable pump. Indications for use included non-malignant pain and chronic low back pain. Medical history and concomitant medications were not reported. On (B)(6) 2015, the patient had a new pump put in. Subsequently, the patient "gained infection" and the pump system had to be removed due to a "not sterile pump." Additional information regarding the drug (name, concentration, dose, lot number, and dates of therapy), concomitant medications, medical history, when the infection was observed, testing related to the infection, actions/interventions taken to resolve the infection, and the cause of the infection was requested. If additional information is received, a follow-up report will be sent.